Event description:
It was reported that an unspecified malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to replace the pump, and the customer planned to use multiple daily injections as a backup therapy.